Event description:
Consumer alleges the arm of her chair allegedly fell straight down allegedly causing her to fall out of the unit.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.